Manufacturer narrative:
The anspach drill used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The reported problem was not confirmed. The drill did not display any errors. In addition, the drill's rpm's fluctuated between 79,000 & 80,000 rpm indicating motor failure.  A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿interrogation problem", and " error¿ identified similar events. Regarding the error, a relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been moisture inside the connector following the decontamination and sterilization process.  The motor failure is mechanical related.  The drill is an OEM part and cannot be further disassembled to determine a root cause. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during navio tka procedure while burring the distal femur, the anspach console presented an error. The first time it showed up the surgeon was not able to continue burring until he unplugged the drill and replugged it back into the system. Throughout the rest of the case the error code would display on the anspach console, but he was able to finish the case without any other intervention. Delay reported less than 30 minutes. No patient harm or additional complications were reported. The investigation found that the drill's motor has failed.